Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -13.50/+2.5/091 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk; ethnicity: unk; race: unk. (B)(4).

Manufacturer narrative:
D4- unique identifier (UDI)#- (B)(4). H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).